Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic total mesorectal excision (tme) rectum resection using the circular stapler, the instrument experienced multiple malfunctions. The stapler could not fully squeeze, resulting in an incomplete staple line, although the knife cut correctly. Additionally, the staples did not deploy despite being present in the cartridge. The green bar was visible in the indicator window after a normal, correct closing of the device. The open proximal colon-part was closed with an open stapler, and the open distal rectum-part was closed with suture. Then a permanent stoma was created, like a hartmann approach.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the two open instruments displayed a full compliment of staples. The staples were still in the staple guide and partially advanced in the first instrument. The staples were still in the staple guide and partially formed for the second instrument. Further inspection noted that the green bars were not visible in the indicator windows and the safety features were engaged. The staple guides were observed to be attached to both instruments with no damage to the staple guides. The anvils of the first instrument was observed to be not tilted and attached to the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. The anvil of the second instrument was observed to be tilted and attached to the instrument. Further inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. The third instrument was received sealed. No abnormalities were observed. Functional testing found that the three wing nuts and safeties functioned properly upon rotating the three twist knobs. The green bars were visible within the three indicator windows when the three twist knobs were fully closed. The three instruments were applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely and full complement of staples were deployed and properly formed. The device also produced all audible, tactile and visual indicators during the functional testing. It was reported that the staples did not deploy. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to squeeze the handle fully during firing may result in unacceptable staple formation and/or an incomplete knife cut. This may result in leakage. Ensure the handle is fully squeezed when the metal underside of the handle contacts the stapler body to the fullest extent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.